Event description:
It was reported that the patient was admitted, and it was noticed that there were speed drops and pump stop alarms. It was noted that they had their driveline fixed before (MFR. Report # 2916596-2020-01803). Log files were submitted for review which captured 24 pump stops and 34 low speed operation between (B)(6) 2026, with speed drops as low as 0 rpm. It appeared to be a phase to phase short. The issue occurred while the patient was on batteries. It was noted that there was likely not enough room for a second repair to the driveline. There were no additional alarms, and the site was unsure as to why. It was reported that the patient also had bacteremia and needed another below the knee amputation due to gangrene. It was noted that the patient was non-compliant and would like to transition to comfort care. It was reported that the plan was to send the patient home on hospice.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed/pump stop events consistent with suspected driveline damage, and review of the submitted images confirmed superficial driveline damage. A specific cause for these findings or the reported bacteremia could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of gangrene could not be conclusively established through this evaluation. Review of the submitted driveline images showed that tape surrounded the driveline near the terminus of the external bend relief and surrounded the driveline around the previous driveline repair site. A tear in the driveline was also noted less than 0.5¿ from the metal controller connector. A review of the submitted log file found intermittent low speed/pump stop events on (B)(6) 2026 while the device was connected to 14-volt batteries. Low speed advisory, low speed hazard, low flow hazard, time base fault, and motor stop alarm flags were captured during the low speed/pump stop events. Intermittent elevations in power were also captured during the low speed/pump stop events. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable findings or alarms active in the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including local infection. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Section 6 discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available and contains several sections with information about how to prevent and control infection. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.